Event description:
A tandem mobi cartridge alarm was reported by the caller, indicating recurring issues with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and decided to replace the pump. They informed the customer about receiving a pump with updated software, provided storage mode instructions, and directed the returning of the problematic pump using a pre-paid label. Despite technical difficulties in processing the replacement, the customer was assured that a new pump with updated software would be sent.